Event description:
It was reported that the superion indirect decompression (ID) spacer did not provide pain relief. The patient underwent a procedure wherein the ID spacer was removed and did well postoperatively. Physical analysis of the ID spacer was not performed as it was retained by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 02may2022 to 15sep2023.